Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable result for 1 patient tested for elecsys prolactin assay on a unspecified roche system compared to an abbott system. Clarification has been requested as to which roche system was used but not yet provided. The initial prolactin result was 23.94 ng/ml. The abbott technique result was 12.8 ng/ml (confirmation of abbott units requested but not yet provided). The patient has had a history of hyperprolactinemia and the customer believes there is a probable interference. It was unknown if the erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The customer sent in 4 primary tubes of the same patient that were all drawn on the same day as the day of event, (B)(6) 2018. For tube 1 the initial prolactin result was 6.53 ng/ml and with peg treatment 5.34 ng/ml. For tube 2 the initial prolactin result was 6.42 ng/ml and with peg treatment 5.24 ng/ml. For tube 3 the initial prolactin result was 6.53 ng/ml and with peg treatment 5.11 ng/ml. For tube 4 the initial prolactin result was 6.44 ng/ml and with peg treatment 5.29 ng/ml. All of the results were within reference range for a (B)(6) female. The initial high prolactin result of 23.94 could not be confirmed. The peg treatment don¿t show significant different values from results without peg treatment. The presence of macro prolactin is rather unlikely and a macro-molecular interference is also unlikely, as interferents would be precipitated by the peg treatment. A general reagent issue could not be identified. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The roche system that was used was a cobas 6000 e 601 module with a serial number of (B)(4). Confirmation was provided that the abbott unit of measurement was ng/ml.